Event description:
On (B)(6) 2021 a chest xray showed widespread pulmonary nodules in both my lungs that were not present in a chest xray taken in (B)(6) 2019. A CT scan (B)(6) 2021 and another on (B)(6) 2021 showed numerous spiculated pulmonary nodules that had increased in size and number in the 10 days between the scans. The suspected cause for the formation of these pulmonary nodules was defective components in my CPAP machine. On (B)(6) 2021, philips respironics, the maker of my CPAP machine, a dreamstation serial number (B)(4) issued a recall. Philips advised users to discontinue use of their CPAP machines immediately stating, examples of potential risks include exposure to degraded sound abatement foam particles or exposure to chemical emissions from the sound abatement foam materials. I stopped using my dreamstation CPAP machine on (B)(6) 2021. Current diagnosis is cryptogenic organizing pneumonia. I've been on oxygen since the end of (B)(6). I started on 30 mgs of prednisone and 250 mgs of azithromycin on (B)(6) 2021. My immune system is compromised because of the steroids and the cdc has authorized persons taking 20 mgs or more of prednisone to get a booster shot against covid-19 which I received on (B)(6) 2021. Since my immune system has been compromised, I had to cancel my appointment at (B)(6) pulmonary department on (B)(6) 2021. The purpose of my trip to (B)(6) was to determine any future disabilities or permanent damage to my lungs.